Event description:
It was reported that a user of the ilet with dexcom g7 experienced a low blood glucose reading of 73 mg/dl that declined to 63 mg/dl while en route to a blood draw, after a prior nighttime rise to approximately 250 mg/dl that triggered a correction bolus; the user later consumed apple juice and subsequently reported a blood glucose of 115 mg/dl with resolution of symptoms. Symptoms included hypoglycemia with low glucose readings. Outcomes included recovery without medical intervention beyond oral carbohydrate and successful completion of the blood draw. Investigation included review of the event description and troubleshooting with education. Investigation of this case revealed no device malfunction reported, with event timing consistent with insulin-on-board from an earlier correction bolus and fasting-related glucose variability while using a 6 mm/23 in infusion set. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.